Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-01468. It was reported that patient experienced ineffective therapy due to lead migration. System diagnostic recorded high impedance on multiple lead contacts. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.